Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted. This report was originally submitted via asr. Report ID number: (B)(4). Asr exemption number: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.